Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. No nonconformances were identified for this part-lot number combination per qlik query executed on 06/10/2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate that during arthroscopic rotator cuff repair surgery, the tip of 4.5 healix advance three-suture anchor with orthocord cracked while inserting it to the bone hole. Then, the surgeon implanted a second 4.5 healix advance three-suture anchor with orthocord in the same bone hole, but the anchor's tip cracked again. Finally, the surgeon created another bone hole with a different position, and the surgeon could implant it to the patient¿s body. There were no broken parts left in the patient¿s body. It was brand new and the issue occurred. There was no information available regarding surgical delay or patient. No further information was provided by the hospital.